Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Event description:
It was reported the camera head had a fuzzy picture. The issue occurred during an unknown procedure that was completed using the same device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
Updated h3 and h4. The device was returned for evaluation and the customer's allegation was (not) confirmed. The device evaluation revealed no other findings. Based on the results of the investigation, it is likely that the following led to the malfunction: blurry image was due to a bad charged coupler device. Failure was traced to a random or expected component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a fuzzy picture. The issue occurred during an unknown procedure that was completed using the same device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.